Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted at implant. As reported, the device covered the left main artery of the patient and was replaced with another valve of the same size. Additional information received indicated the patient expired after an unknown time frame due to unknown reasons.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. At this time, the details surrounding the patient's expiration is unknown. No information was provided to edwards that indicated there was a device malfunction or quality deficiency that contributed to the patient's death. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received additional information regarding this event. Per obtained information, the aortic valve replacement surgery was complicated with multiple cardiac tissue tears. Upon entering the aorta, prior to pericardial valve implant, the aorta tore and additional bleeding was noted from the venous cannulation site; both required repair with pledgeted sutures. After implantation of the pericardial aortic valve, the patient was weaned from cardiopulmonary bypass. The patient developed pulmonary hypertension and deteriorating ventricular function with poor systemic blood pressure. At that time, the patient was returned to cardiopulmonary bypass and the pericardial valve was removed. A new pericardial valve of the same size was implanted. The patient¿s left main coronary ostium was observed to be ¿a bit off center¿ and closer to the commissure toward the noncoronary cusp. The remainder of the procedure was complicated by multiple tears in the aorta and bleeding coming from the back of heart due to a ruptured coronary sinus. Multiple attempts were made to repair the sites of bleeding with sutures, but there was recurrent bleeding despite repair attempts. This (B)(6) female patient was unable to be weaned off bypass and expired in the operating room.

Manufacturer narrative:
Additional manufacturer narrative: partial or total occlusion of the coronary ostia is a recognized complication of aortic valve replacement and can be related to implant technique and/or patient anatomical variances. It is typically not related to a product malfunction. In this case, it was noted by the surgeon that the patient's left main coronary ostium was in an atypical location. This patient's poor tissue integrity and her advanced age were also contributing factors in this event. (B)(4).